Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The date of event was incorrect in the initial report. The correct date of event has been provided with this report.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during the manual prime process due to an occluded reservoir. The customer's blood glucose was over 400 mg/dl. The customer stated that the insulin pump was not registering any insulin in the insulin pump. She was advised to clear the alarm and disconnect the insulin pump. She was advised to disconnect the tubing and reservoir, and then reconnect the tubing and reservoir. She was advised to replace the plunger and stated that insulin did not exit with a manual plunger push. She was advised to assemble a new infusion set with the current reservoir and to repeat the process. She stated the insulin did not exit the tubing. She was advised to try a new reservoir with the current infusion set. She verified that the insulin pump did not alarm no delivery with the manual prime after the reservoir, advising that a reservoir change resolved the issue. She was able to successfully prime the tubing.